Event description:
It was reported that the device was dropped and will no longer close out of the incomplete bolus alert screen. The device failed steps 4 and 5 of the touch screen test. There is also a crack on the touch screen.

Manufacturer narrative:
T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6). The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.